Event description:
It was reported that the programmer was noisy and was not powering up as needed. The programmer was returned for service. It was indicated on the return paperwork that there were no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): the programmer was returned and analysis could not confirm the customer comment that the programmer would not power up but did confirm that it was audibly noisy. Analysis also found that the floppy disk drive would not read disks and that the rubber backing of the radio frequency head label was gone.